Event description:
It was reported while using bd safe-clip¿ it would not clip properly. There was no report of patient impact. The following information was provided by the initial reporter: I recently purchased your needle clipper from amazon, replaced a previous one that was filled, and it will not work properly to clip the needle. The needle will not insert the clipper and has broken several needles without clipping them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (1) used bd safeclip from the lot# 0008001.it was reported by the consumer that the consumer that the needle is not clipping. The safeclip visually examined and observed no damages. It was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A device history record review showed no non-conformances associated with this issue during the production of this batch. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The cause for this issue is user related. The safeclip performed as intended, and is now likely full.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na. B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ it would not clip properly. There was no report of patient impact. The following information was provided by the initial reporter: I recently purchased your needle clipper from amazon, replaced a previous one that was filled, and it will not work properly to clip the needle. The needle will not insert the clipper and has broken several needles without clipping them.